Event description:
It was reported that the lead was explanted because it was showing signs of fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was explanted because it was showing signs of fracture. No patient complications have been reported as a result of this event. Additional information received on the event indicates pt alert sounded for high impedance. Oversensing was noted and pt received one inappropriate shock. The lead was capped and replaced without incident.

Manufacturer narrative:
The information submitted reflects all relevant data received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the lead was explanted because it was showing signs of fracture. No patient complications have been reported as a result of this event. Additional information received on the event indicates pt alert sounded for high impedance. Oversensing was noted and pt received one inappropriate shock. The lead was capped and replaced without incident. No conclusion can be drawn, impedance, high, lead(s), fracture of oversensing shock, inappropriate.